Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a revision breast augmentation with two 225cc mentor smooth round moderate profile prostheses and experienced bilateral deflation postoperatively. MRI performed on (B)(6) 2020 indicated the bilateral deflation. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on the same day. The date of implantation was estimated based on the manufactured date of the contralateral side. There is a discrepancy between the date received by manufacturer and the date of event, since this event was reported from (B)(6). The sides of the implants were not reported at this time. If additional information is received in the future, a supplemental report will be submitted. This report is for one of the reported prostheses.

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information indicates that the actual date of explantation is (B)(6) 2020. The relevant field has been updated. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with the mentor's procedures, and a tear was observed in the anterior view, measuring approximately 0.2 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that the previous report omitted information regarding the body scan type the patient had and explanation for the date of the body scan. The patient had ultrasound, and the result indicted bilateral deflation. The date of the body scan was reported as (B)(6) 2020 initially. However, since additional information indicates that the actual date of explantation is (B)(6) 2020, it is currently unknown when the ultrasound was performed. Manufacturer's reference number: (B)(4).